Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the tha, the surgeon was using the universal driver shaft, the tip of it was broken. The surgeon could not remove a fragment of tip from screw head. Therefore, he implanted a insert without removing."